Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee ligamentoplasty when placing the anchor, the anchor implantation device broke and a fragment remained in the bone. It was impossible to extract it. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.